Event description:
During a laparoscopic cholecystectomy, after the port was removed, doctor noticed there was a piece of the 12mm covidien verastep plus broken off. The piece was removed and collected in a specimen cup. An examination was done to make sure no other fragments had broken off. The device and packaging were saved and give to operating room materials manager supervisor to return to company.